Event description:
The reporter (school nurse) contacted animas on (B)(6) 2012 alleging that the when checking blood sugars, the patient is only getting enough insulin to cover for carbohydrate consumption. The reporter stated she is concerned about the patient's pump settings; however, did not have the subject pump available for review with animas customer support. Animas customer support made several attempts to contact the minor patient's parents to follow up on the reporter's concerns and to review the pump, but was unable to reach them. There was no reported adverse event associated with this complaint. This complaint is being reported because at the time of the contact, the insulin coverage via the pump remained unresolved.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.